Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal segment of the lead was returned and analyzed. The distal conductor was fractured, several conductors were distorted, and blood/body fluid was present on all conductors (not obstructed). The outer insulation was torn, breached cut, and a white substance was present. All insulators were breached cut.

Event description:
It was reported that the lead apparently fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.